Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump was not working. The customer blood glucose level was 446 mg/dl at the time of incident. Customer stated that they got a no delivery alarm during bolus delivery. Customer stated the insulin exited. Customer stated the infusion set cannula was bent. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery power loss anomaly and no excessive no delivery alarm during test noted.(B)(4).